Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured from a pinhole at the center part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.